Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were "terrible." Blood glucose levels not provided. Additionally, it was reported that multiple occlusion alarms occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.